Manufacturer narrative:
Additional information incidental finding: during the investigation, there was an incidental finding of cosmetic damage to the outer jacket of the external portion of the returned driveline. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 16.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed at the base of the metal connector, 1.5¿ through 3.5¿, and 7.5¿ through 11¿ from the metal connector. Removal of the tape revealed damage to the controller connector bend relief as well as the silicone jacket approximately 0.25¿, 2.5¿-3¿, 8.25¿, 9.75¿ and 10¿ from the metal connector. The bionate layer was discolored but showed no signs of damage. Several areas of severe breakdown were observed in the metal braided shield at the base of metal connector and approximately 2.5¿ through 8¿, and 9.5¿ from the metal connector. Visual inspection of the wires revealed a partial fracture in the yellow wire approximately 9.25¿ from the metal connector. Further inspection revealed a breach in the insulation of the green wire approximately 9.25¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. Examination of the remaining wires revealed no obvious breaches to the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the yellow or green wires contacted the braided shield while operating on the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of the yellow and green wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The account reported that following the repair, the patient was placed on a grounded cable without issue and no further alarms or pump stops were noted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was placed on a power module and low flows with pump off alarm started right as the patient is plugged into grounded cable. The patient has remained on battery power most of the time at home. On (B)(6) 2019, a reported "nick¿ in the patient¿s black lead was the possible cause of ¿low voltage¿ and ¿no external power¿ alarms therefore the patient was placed on the backup system controller. The patient is asymptomatic and in office after ¿pump off¿ alarm and ungrounded cable was plugged in and connected to patient. The patient is currently on the ungrounded cable in office. Log files submitted for review revealed pump stops linked to issues with the percutaneous lead which occurs when patient is connected to batteries and the power module. Four x-rays were submitted and 2 revealed areas of concern. All the other x-rays were unremarkable. On (B)(6) 2019 technical services performed a distal end driveline repair was performed 6.5 inches from the exit site. After the repair, the patient was tethered on grounded patient cable without issue. Two unshielded patient cables was requested for the patient. Additional precautionary log files were submitted after the repair and there were no speed drops below the low speed limit or pump stops post the percutaneous lead repair.